Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the poor coupling has not yet been resolved. The patient "believes they need a whole new unit" because it turns on and off by itself. The patient said "they have tried everything". No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was getting zero coupling bars while recharging. The patient stated that their recharger screen was switching between the coupling boxes screen and the reposition antenna screen. The patient tried the antenna locate feature with out success. The patient was only able to get two coupling bars while they usually had eight. The patient was directed to follow up with their primary healthcare professional. No patient symptoms or further complications were reported as a result of this event.